Event description:
Physician noted fiberous matter in syringe of heparin and verapamil that he was about to inject into the radial artery. Medication was injected into syringe from another syringe that came from a sterile heart cath pack. Syringes from the cath pack was set aside and new syringes were utilized with the opening of every cath pack.